Event description:
It was reported that during patient therapy, the compressor mini that was connected to the ventilator displayed a high pressure alarm. The compressor showed 522kpa while the ventilator to which it was connected showed 0.6bar. The ventilator displayed a low air pressure alarm. There was no patient harm. Manufacturer reference # : (B)(4).

Manufacturer narrative:
(B)(4). Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor alarmed with high pressure. After replacement of the printed circuit board (pcb), the compressor was running as expected and the device was returned back to clinical usage. The returned printed circuit board (pcb) was installed in a reference compressor that was running for nearly two weeks without any deviation. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to stop of ventilation. According to the received pictures from the connected ventilator, there was a low air supply pressure and alarm for high o2 concentration. The cause of the low air supply pressure could not be determined in this investigation.

Event description:
Manufacturer reference # : (B)(4).